Manufacturer narrative:
Event occurred on an unknown date in 2020. Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation summary: reviewing attached picture, the complaint description can be confirmed that the cortex screw is broken off. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 214.834, lot: l814669, manufacturing site: (B)(4), release to warehouse date: march 8, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2020, a patient underwent surgery to remove two (2) broken cortex screws and one (1) unknown locking screw which were broken. One cortex screw and the locking screw were removed. One cortex screw remained in the patient. The surgery was completed without complications. Concomitant device reported: concomitant device reported: unknown proximal femur plate (part # unknown, lot # unknown, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 4.5mm cortex screw self-tapping 34mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event update the revision occurred on (B)(6) 2020 due to non-union and broken hardware. It was noted a osteosynthesis procedure was completed concurrently. The screws were noted as broken post-operatively via radiography after the initial procedure. The devices were originally implanted on (B)(6) 2020. While two screws were removed completed, one screw was only partially removed as the screw tip was lodged in the bone and was unable to be removed. There was no surgical delay.